Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The battery was taken out and issue persisted. Blood glucose value is 191 mg/dl. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However moisture damage was found on the keypad traces. No display anomaly was noted. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.